Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that during use water drops accumulated in the cuff. When a nurse remove air, water came out. No patient harm was reported. Recannulation of a replacement tube was not required.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The sample of taper guard endotracheal tube with stylet part number 1870's (B)(6) received for evaluation, the stylet was not received, no lot number was provided. A visual inspection was performed and it was observed all the components are assembled properly at the tube according to drawing 10085868 rev a, no stains nor foreign material was observed inside the cuff, additionally an inflation deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours according to process instruction (B)(4) rev t and no leaks nor water inside the cuff were observed in the sample, therefore no failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode.